Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow through a small volume infusor. The therapy delivery stopped during patient infusion. There was residual drug solution remaining in the bladder when the delivery stopped. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Manufacturing date: 4/13/2017 ¿ 4/14/2017. The device was received for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye and there were no signs of physical abnormality that could have caused the reported flow problem. The unit was returned to the plant containing no fluid in the bladder. A functional flow rate test was performed and the flow rates were found to be within the product specification range. Evidence of continuous flow was observed during the functional flow rate test. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.